Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms for all vectors except right atrial (ra) coil to can, however this is not a programmable option. It was noted that this may have been due to calcification of the right ventricular (rv) coil. It was also noted that rv thresholds were a bit high as well. Technical services (ts) discussed possible options including commanded shocks or lead revision. The patient's general practitioner was notified and referred to cardiology. This lead remains in service at this time. No adverse patient effects were reported.